Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, surgeon was using monopolar forceps and a hand controlled diathermy pencil. The foot pedal was connected into the corresponding receptacle for the pencil instead of the monopolar forceps. The surgeon was trying to activate the forceps and didn't realize the pencil laying on the patient was burning instead of activating the forceps. The patient had diathermy burn on the front of abdomen. The size and degree of the burn is unknown.